Manufacturer narrative:
Multiple follow up attempts were made to get more information regarding the status of sensor removal, but no response was received from the user or the hcp. According to the case notes, the next removal attempt might happen when the new sensor is due for replacement after 6 months.

Event description:
On (B)(6) 2024, senseonics was made aware of an event where the hcp failed to remove the user's sensor on the first attempt on (B)(6) 2024. The hcp was able to locate the sensor but could not remove it because it was embedded in the tissue.